Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a 2 hypotube breaks 281mm and 310mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. This type of damages is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner/outer polymer extrusion and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the pedis artery. A 2.50x16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, while going into the lesion, it was noted that the device broke off. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the pedis artery. A 2.50x16mm synergy ii drug-eluting stent was advanced to treat the lesion. However, while going into the lesion, it was noted that the device broke off. The procedure was completed with another of the same device. No patient complications were reported.